Event description:
Reporter stated that the surgeon partially inserted a three piece silicone intraocular lens model aq2010v into the patient's eye and the lens was tearing so the surgeon opted not to use this lens. Patient contact but no patient injury.